Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a call service alarm communication issue more than 3 times in a month, and the patient had a blood glucose (bg) of 600 mg/ml with polydipsia, polyuria, nausea, drowsiness, vomiting. The patient received no unusual treatment and discontinued pump use. This complaint is being reported as the patient communication issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings: the black box shows evidence of one alarm. A power on reset occurred on (B)(6) 2015 02:25. When pump was powered back on the time/date was set to (B)(6) 2007 00:00. Pump ran on this date/time until (B)(6) 2015 08:23. Pump completed 24 hr duration testing with no alarm duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture was observed. No damage to the pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.